Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported.

Event description:
It was reported by the nurse that the patient activator was not working. There are no confirmation lights or beeps when placed on the patient. Also noted was that the activator was used previously. A new activator was ordered and sent to the patient. There were no patient complications reported as a result of this event.